Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample (unused). This open sample has the aluminum pouch (1st pack) stuck to the peel foil (2nd pack) as can be seen in the attached picture. This defect is due to an accidental effect of the welding machine and this units was not sorted out by the personnel involved in this process. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monomax suture. The client reported that the reason of complaint is that the blister is cut. When the sample is received the defect of it is that the first pack is sealed to the second pack. No further information has been received.